Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Record opened in relation to existing complaint based on additional lots reported. The following was reported via email: the leakage is at the plunger seal, and the device shows visible damage, the syringe has been set aside for checking and others from the same batch have been found with the same damage on the syringe barrel. Syringe lot 240224; syringe lot 2312017; syringe lot 2311114: twisted syringe tip prevents extension plug from being connected.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2311114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples from the same lot were used for additional evaluation. All product was visually inspected, the tips were properly molded and no damage was identified in any of the luers or syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. Testing results were reviewed for the reported lot and no issues related to the reported incident were identified. Based on our quality team's investigation, we cannot identify a root causes related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.